Event description:
Related manufacturer number: 2017865-2022-07384. It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, increased pacing impedance, and varying r-wave amplitude. The atrial lead showed a decrease in pacing impedance, capture threshold variation, and varying p-wave amplitude. The right ventricular lead was inappropriately capturing the atrium and imaging revealed that both leads had dislodged. The right ventricular lead was explanted and replaced, while the atrial lead was successfully repositioned. The patient was stable and asymptomatic.